Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source exhibited an error e101 and e102 and light switched off. The issues were identified during inspection for use. There was no patient involvement.